Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿sterile: contents of inner wrap are sterile unless package is opened or damaged. Contents: 802016 16 fr. Silicone-elastomer coated foley catheter - 5cc balloon inf late with 10ml sterile water ¿ 5cc silicone elastomer-coated foley catheter, 16 fr.* ¿ 2000ml (approx. Vol.) Capacity drainage bag with anti-reflux chamber, sample port, outlet device, durable hook hanger ¿ lube jelly, povidone iodine (pvi) swabsticks, 10cc prefilled syringe with sterile water (to inflate foley catheter only), walleted powder-free gloves, fenestrated drape, under-buttocks drape, specimen jar, cap and label *caution: this product contains natural rubber latex which may cause allergic reactions. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Bard and bardia are registered trademarks of c. R. Bard, inc."

Event description:
It was reported that the patient felt that his urinary tract infections were caused by the iodine being provided separately instead of in the kit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient felt that his urinary tract infections were caused by the iodine being provided separately instead of in the kit.